Manufacturer narrative:
Further information was requested but is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased device longevity was observed and premature depletion was suspected. The physician elected to monitor the patient. The patient was in stable condition.